Event description:
It was reported that pump battery depleted extremely fast, causing pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery after shutdown, with customer planning to continue using current pump and an alternate method if necessary, until replacement was received.